Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.50/2.0/180 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to refractive surprise. On (B)(6) 2024 a replacement lens of a different model/same length was implanted. The problem was not resolved. The cause of the event was reported as the device - "wrong axis in the ticl".

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. (B)(4)

Manufacturer narrative:
H3 - device evaluation 3331 - device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).